Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging the onetouch verio iq meter system was missing sample test strips, lancing device, sample lancets, usb cable and ac adapter. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter system was missing sample test strips, lancing device, sample lancets, usb cable and ac adapter. There is no indication that subject meter cause or contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.